Event description:
Reportedly in 07/2002, patient underwent a CABG and was discharged five days lter. The patient was re-admitted two days later, after a syncopal episode at home, evaluated by cardiologist and discharged the next day. The patient expired at home the following day. The coroner's report notes a failure of the suture at the graft site.